Manufacturer narrative:
Based on the current information provided, the cause of the procedure complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was discovered via chest x ray. The pneumothorax was attributed to forceps biopsy according to the physician. The target lesion was in the right upper lobe, about 1 centimeter in size and abutting pleura. The patient had chest pain and was given pain medications. The patient required chest tube placement and 5 days of hospitalization. The physician believe that the pneumothorax was not ion related and could have occurred via another modality. There was no device malfunction encountered and no procedure delay. The patient is currently discharged home. The biopsies were negative for malignancy, the cytology report was negative, fine needle aspiration lymph node samples were negative for malignancy, acid fast bacilli cultures are still pending, and histoplasmosis antibodies were positive. The patient was a known smoker with 50 pack year and with sleep apnea.